Event description:
It was reported that the patient¿s implanted device was toning while the patient was away from the remote monitor. The caller provided the device serial number, and it was noted that the device had toned the previous morning and again on the day of the call. It was discussed that the toning could have been due to an at/af burden carealert being triggered and the device being unable to transmit for three days because the patient was not near the monitor; however, the exact cause could not be confirmed due to the absence of a recent device interrogation. Additionally, it was noted that the right ventricular (rv) lead exhibited a high threshold measurement noted during an office visit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.